Manufacturer narrative:
H3, h6) the system was serviced in the field and the system performed as intended, no faults were found. Codes b01, c19, and d14 are applicable. H3, h6) software data was received and analysis did not confirm the reported event. There was insufficient information to determine root cause of reported behavior. It was noted that logs or archives were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was noted to be a common cause of accuracy issues but this cannot be detected in logfiles or archives. Previously reported code d15 is applicable as well as newly reported codes, b01 and c19. H2) additional information in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5. And additional codes for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a 10 minute long surgical delay. The inaccuracy amount was approximately 2-3 millimeters.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while registering for a lumbar spine case, the surgeon felt that after the first spin, they were inaccurate. Completed three more spins and then accuracy was confirmed. Case was completed without additional issue. There was no impact on patient outcome. Delay in surgery was not provided.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 h3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.